Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient stated they experienced a skin reaction from the dexcom sensor in which they saw a dermatologist on (B)(6) 2019. The dermatologist recommended that the patient try barrier creams to address several sensors that caused a skin reaction to help with future skin reactions. At the time of contact, the patient was doing well. No product was provided for evaluation. Confirmation of the allegation and a root cause could not be determined.